Event description:
Patient was being transfered from hospital to hospital when vent alarmed "vent failure" #5 exalation valve. Pt was taken off the vent and bagged the remaining trip with no compromise.